Event description:
Consumer is newly diagnosed diabetic, reported very erratic readings. Analysis run on clarke error using lab reading (197) vs reading (31) yielded data point falling into the "e" range of the grid, outside the acceptable ranges.